Event description:
It was reported that the pt developed an allergic reaction {alval (aseptic lymphocyte dominated vasculitis associated lesion} to the metal-metal pairing and was revised.

Manufacturer narrative:
The MFR did not yet receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An allergic reaction can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use (d011500200). Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).